Manufacturer narrative:
Date of event is estimated. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the implantable neurostimulator (ins) was moved up since it was sitting too low in her buttock. It had been causing discomfort when sitting/hanging out/bruising. It had been that way since implant though she had lost weight and gained weight. Two weeks later, the hcp reported that patient was advised to speak with manufacture representative (rep) for problem with the device on august 18 2016. It was indicated that patient had an appointment with rep on (B)(6) 2016 but the patient did not show up for appointment and multiple attempts were made to contact the patient.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.